Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was undersensing on the lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.